Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system seal did not roll when the surgeon pressed the blue wing buttons and advanced the delivery device. Surgeon observed there a "crack" on the seal and decided not to use the heartstring iii. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The delivery device was returned inside the loading device. The seal and tension spring assembly were observed through the loading device window to be in the delivery tube. The slide lock was not engaged. The plunger was not depressed on the delivery device. The delivery device was removed from the loading device. The seal was observed to be in the taco position inside the delivery tube. The tension spring assembly was observed to be too advanced up the tube, almost out of the tube. The seal was partially extended outside of the delivery tube. The seal was taken out for inspection. The seal was observed to be crack/delamination at the outer most first and second coils. No other failures were observed. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure modes ¿fitting problem¿ and ¿crack; seal¿ were confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system seal did not roll when the surgeon pressed the blue wing buttons and advanced the delivery device. Surgeon observed there a "crack" on the seal and decided not to use the heartstring iii. A replacement device was used to complete the procedure. The hospital did not report any patient effects.